Event description:
It was reported that the bendable portion of the unit broke off inside the knee of the pt.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.